Event description:
Information was received from a patient receiving unknown morphine via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient stated that ever since they had the pump refilled in october, the pump had been beeping. The patient stated that the pump sounded like the beep when it was getting low. The patient stated that the pump was working and they were able to get their boluses, but it was beeping and they had been trying to locate a manufacturer representative that was near them with no luck. The manufacturer's patient services specialist (pss) asked the patient how often the pump beeped and the patient stated they did not know. The patient mentioned that the healthcare provider cut the pump after they filled it because it was darn near empty. Pss had the patient go into the myptm app and press the bell to see the reason for the alarm. The patient was not able to see any alerts. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to have the alarm silenced.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.